Event description:
Surgeon reported to our sales rep, that while he was locking antegrade, the drill bit missed the hole and was hitting the nail. The surgeon also reported that he finished the case by locking manually.

Manufacturer narrative:
Na